Event description:
It was reported that patient underwent a distal radius fracture procedure on (B)(6) 2014. During the procedure, the locking screw would not lock in the proximal row of the anatomic plate. A second screw of the same size was attempted with the same result. Both screws were implanted in different plate holes and the procedure was completed without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.